Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2014 from a physician. This case concerns an adult female patient of unspecified age who experienced joint effusion, pain at injection site and swelling at injection site after receiving synvisc one injection. No past drugs, medical history, concomitant medication and concurrent condition were reported. On an unknown date, the patient received treatment with synvisc one injection (dosage, route, frequency, batch/lot number and expiration date: not provided) for an unknown indication. On unspecified dates, the patient experienced joint effusion, pain at injection site and swelling at injection site. Reportedly, the patient was hospitalized for all the events (date not specified). Action taken: unk. Corrective treatment: unk for all the events. Outcome: not recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: hospitalization for all the events.